Event description:
Reporter indicated systems diagnostics testing resulted in an incomplete test result with a starred display and eos = yes. Requests for additional info and programming history from the reporter have been unsuccessful to date. A battery estimate performed with significant data yielded -0.37 yrs remaining, indicating likely generator end of service. Review of available programming history also noted high lead impedance with normal mode testing since 2003, and intermittent high lead impedance with systems diagnostics testing since 2004. There was a single occurrence of high lead impedance with output status of limit four months prior to diagnostics testing. These results are suggestive of incomplete lead pin insertion into the generator header. The pt has been referred for generator replacement surgery, but surgery date has not been set to date.

Manufacturer narrative:
Analysis of programming history identified intermittent high lead impedance, which is suggestive of incomplete lead pin insertion into the generator header.